Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse placed a bd venflon pro safety peripheral safety IV catheter into a patient without any difficulty and upon removal of the needle, the safety mechanism did not activate. As the nurse was disposing of the needle, he did not realize that the safety mechanism had failed and he obtained a needle stick injury. Both the source patient and nurse received routine post exposure lab work and the nurse also visited the hospital's doctor.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection of the used device revealed that the safety mechanism had not been activated. The safety mechanism was examined an no abnormality was found. The sample was further evaluated by pulling on the safety mechanism and it was able to activate properly. A review of the device history record could not be performed as a lot number for this incident was not provided. A manufacturing review revealed that there was no abnormality with preventative maintenance, calibration, and equipment could have influenced this issue. Conclusion: an absolute root cause for this incident cannot be determined as based on the device evaluation, the safety mechanism activated properly.